Event description:
It was reported that during a cryo ablation procedure, air bubbles were continuously drawn into the balloon valve from the side port during aspiration and flushing. The balloon catheter was removed from the patient and inflated with an adjusted shape but flushing could not be performed. It was surmised that the balloon was blocking the shaft at the tip of the sheath. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an image file and the afapro28 balloon catheter with lot number 17843 were returned and analyzed. No patient file or failure file were received. The attached image showed a balloon catheter, which did not show enough to confirm the issue. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. The data indicated the catheter was used for three applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and the temperature curve had no oscillation or overshoot. During device compatibility inspection (balloon catheter insertion into the sheath), the outer balloon proximal bond diameter was measured 0.158 inches, which was out of specification. Deflection testing (lever pushed to the forward and backward position) was performed and the shaft reacted as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. In conclusion, the balloon catheter failed the returned product inspection due to the outer balloon proximal joint measurement being out of the specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.